Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor error and infection. The customer's blood glucose reading was 141 mg/dl. The customer stated that there was a lot of blood at site. The customer was advised to make sure the site is not bleeding before connection. The customer stated that he also had an infection. The customer stated that there was a small right pimple right next to the side of the abdomen. The customer will be sent a replacement sensor.